Event description:
Customer reported experiencing an alarm 2 followed by alarm 26, which was related to an occlusion event occurring earlier in the day. This issue resulted in the customer's blood glucose level exceeding 500 mg/dl, with the continuous glucose monitor displaying a "high" reading. To address the high blood glucose, the customer administered a correction bolus using the pump and changed the infusion set and cartridge before resuming insulin therapy. There was no need for assistance from a third party, and it was noted that although the customer did not report multiple prior occlusion events, recurring occlusion issues were present, prompting a request for additional follow-up assistance.